Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod adhesive was not sticking well to the site. As treatment, the patient succuessfully activated a new pod.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Investigation found a tear in the exposed portion of the soft cannula. Fluid was observed leaking through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.